Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Section other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 04-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that a kink/tear was noted in the catheter near the collet. A catheter access port study was done, but the results were unknown. The catheter portion was removed and replaced. It was reported that the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were reported.

Manufacturer narrative:
The catheter was returned and no significant anomalies were found. Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.